Manufacturer narrative:
Manufacturer's investigation conclusion: a tear in the silicone jacket of the patient¿s driveline, approximately 0.5" from the metal connector, was confirmed by evaluation of the submitted image, as well as through an onsite evaluation by an abbott technical services representative. A specific cause for this damage could not conclusively be determined through this evaluation. A clamshell was installed on (B)(6) 2021 to repair the tear in driveline's outer jacket. The account reported that there were no alarms or exposed wires. The patient was reported to be stable at home and plan of care included further monitoring. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), and no additional related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there was a slight tear noted on the silicone at the metal connection point end of the driveline. No exposed wires were noted as well as no alarms. A clam shell repair was requested and performed on (B)(6) 2021. The patient was noted to be stable and at home. No additional information was provided.